Manufacturer narrative:
Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Section information references the main component of the system and other applicable components are: product ID: 3387, product type: lead. (B)(4).

Event description:
Park, h.r., lee, j.m., ehm, g., yang, h-j., song, i.h., lim, y.h., kim, m-r., kim, k.r., lee, w-w., kim, y.e., hwang, j.h., shin, c.w., park, h., kim, j.w., kim, h-j., kim, c., kim, d.g., jeon, b.w., paek, s.h. Long-term clinical outcome of internal globus pallidus deep brain stimulation for dystonia. Plos one. 2016;11(1):e0146644. Doi: doi:10.1371/journal.pone.0146644. Summary: gpi (internal globus pallidus) dbs (deep brain stimulation) is recognized as a safe, reliable, reversible and adjustable treatment in patients with medically refractory dystonia. This report describes the long-term clinical out come of 36 patients implanted with gpi dbs at the neurosurgery department of (B)(6) hospital. Reported events: 1. One patient with medically refractory dystonia who was implanted with globus pallidus internus (gpi) deep brain stimulation (dbs) experienced an "infection at the implantable neurostimulator (ins) implantation site." It was noted the patient's ins was removed as a result of the event. The patient was reimplanted at a later date and "the patient's dystonic symptoms improved." 2. One patient with medically refractory dystonia who was to be implanted with globus pallidus internus (gpi) deep brain stimulation (dbs) experienced a "failed surgery due to an intracranial hemorrhage during lead insertion." Additional information has been requested regarding patient/device info, event dates, clarification on the information provided, and for additional missing required fields; a supplemental report will be filed if additional information is received. See attached literature article.